Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2022, the patient experienced an infection. This adverse event was treated with a revision surgery on (B)(6) 2022, in which a polarcup xlpe insert 49/28 non-cem was explanted. Moreover, a knee fusion fan l 11.5mm x 75cm along two (2) trigen low profile screw 5.0mm x 27.5mm were used as an antibiotic spacer, and a temporary implant was used to counteract infection. Patient is currently hospitalized overcoming previous infection.

Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, after a thr surgery was performed on (B)(6) 2022, the patient experienced an infection. This adverse event was treated with a revision surgery on (B)(6) 2022. The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted and the reported failure mode could not independently be confirmed. A review of the batch record, including the sterilization certificate revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed no additional complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. The IFU (lit. No. 12.23 ed 03/21) lists infection as a known possible adverse effect resulting from a hip arthroplasty. A medical investigation was conducted. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Based on the performed investigation, the reported failure mode cannot be confirmed. A relationship between the reported event and the device cannot be confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Internal complaint reference: (B)(4).